Manufacturer narrative:
The device was in use for treatment. The lead was not returned for analysis, as a result, the allegations against this lead (fracture) cannot be confirmed. The lead was implanted for approximately 11 years and 2 months and was not returned for analysis. Lead fracture is a recognized clinical event referenced in the instructions for use (IFU). Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity or new failure mode. The event will be re-evaluated if additional information becomes available. Procedure (permanent pacing lead final inspection): the device is verified 100% for electrical and visual function. As stated in the manufacturing procedure. Under sampling plan "all finished leads will be inspected 100% unless otherwise specified". Inspection of the product has to be performed under 10x microscope. Before performing inspection, remove tip protector tubing from all polaris/irox. After completing inspection, re-attach tip protector tubing. "Electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. Note: on py2 leads, use helix to connector pin as contact. All other polaris coated leads, use tip as contact. The contact should be done very carefully in order to prevent from damaging the coated tips. "D" dimensions (is-1 connectors): measure d dimension using optical comparator. Tubing inspection and criteria: all tubing will be inspected according to procedure, "criteria/inspection of polyurethane and silicone tubing". The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: the procedure is suggested to be done under fluoroscopic guidance.

Event description:
A competitor's sales representative reported to the customer, this ventricular lead was inactivated because the lead was fractured. The atrial lead was inactivated because the patient had a single chamber pacemaker and lead implanted on (B)(6) 2016. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 11 years, 2 months.